Event description:
A literature report stated that during several cataract procedures, several patients experienced an iris injury. Additional information has been requested but none has been received.

Manufacturer narrative:
Guide of china medicine from feb 2103 / vol. 11 / no. 5. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).